Event description:
The report received indicated that during a carotid artery stenting procedure, the angioguard's delivery and the precise stent placement were successful. After the procedure, the pt had language disorder and paralysis on his left side of the body. Then, MRI confirmed infarctions on some places; antithrombolytics was given to the pt. The language disorder and paralysis in the pt's foot recovered in two days; however, recovery for the pt's left upper body, required hospital care, rehabilitation and careful monitoring. Further info indicated there was no malfunction of the angioguard. The pt's symptoms (paralysis) appeared just after the removal of the angioguard. However, according to the physician, clots flew to peripheral vessel through the angioguard. Therefore, a larger angioguard might have been better for the procedure. The procedure included treatment of a lesion in the internal carotid artery. The vessel presented a 4.2 mm diameter, moderate calcification, no tortuosity and a 95% stenosis.

Manufacturer narrative:
The product is not available for eval. However, a review of the device history records relative to the manufacturing, inspecting and packaging of this lot was performed. The history records indicate this product was final inspection tested and was determined to be acceptable. This is one of two products involved in the same pt and reported under manufacturing numbers: 1016427-2008-00250 and 9616099-2008-02351. Additional info will be submitted within 30 days upon receipt.